Event description:
It was reported that the healthcare provider (hcp) had difficulty filling and aspirating the pump reservoir during a pump refill on (B)(6) 2015. The hcp expected 4ml and aspirated 0ml. The hcp tried to pull back two different times and was not successful. The second time was under flouro and they got ¿drops¿ when trying to aspirate. Why trying to fill the pump the hcp experienced pressure pushing back on the syringe. It was unknown if the hcp had tried a second needle. The pump was not refilled. The patient was put on oral baclofen and was sent home. The hcp was to bring the patient back to the clinic another day to try and refill the pump again. No patient symptoms were reported. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010 product type: catheter. (B)(4).